Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the shaft tip of the inserter was bent. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use. Per dfu, section g. Precautions 6. Anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the fiber anchor pulled out of the bone while tightening. The broken pieces were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.